Event description:
It was reported that the insulin pump had unresponsive keypad. The customer's blood glucose was 136 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to a flattened act keypad dome. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, and a cracked reservoir tube lip.